Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by the nurse of the hospital that she was observing a surgery procedure. During this procedure she observed that the cup inserter broke. A replacement was available to complete the surgery.

Manufacturer narrative:
An event regarding crack/fracture involving a trident introducer was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The fracture surfaces associated with the cup holder body and tipare visible. The cup holder tip was analyzed under a scanning electron microscope (sem) for further evaluation." The mar concluded that: "the cup holder broke in a clockwise torsional overload manner. Eds was performed on the cup holder tip, and was consistent with ti-6al-4v. No materials or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and concluded that " no materials or manufacturing defects were observed on the surfaces examined". No further investigation is required at this time.

Event description:
It is reported by the nurse of the hospital that she was observing a surgery procedure. During this procedure she observed that the cup inserter broke. A replacement was available to complete the surgery.